Manufacturer narrative:
Device evaluation visual inspection: the everflex entrust was inspected. The handle assembly was cracked open. The stent was not loaded the catheter. The locking pin was not returned. The catheter shaft was inspected. The pusher was identified approximately 4 cm from the distal tip. The distal rim of the catheter shaft showed the longitudinal creases. Kink/bends of the catheter shaft were noted at approximately 4.5, 7, and 9cm. The observed kink/bends showed the exterior flattened which could impact the ability to track the deployment system or contribute to deployment resistance the distal edge of the blue isolation sheath showed an exposed gold portion of the catheter which was bend and buckled. The pull cable remained bonded to the proximal end of the silver outer; however, the area of the bonded pull cable, the silver outer portion of the outer was frayed and showed tearing likely due to excessive force. Red debris was identified. Using a tweezers, it was picked out and probing the material caused it to flake apart. Likely indicating biological debris and not a component of the entrust deployment system. Approximately 28 cm of pull cable remained connected to the catheter shaft. The end of the pull cable showed the cable fibers frayed. The thumb wheel was inspected and found approximately 6 of the pull cable was sticking out from the wheel, the end of the pull cable was frayed medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the thumb wheel was intentionally broken to unsheathe the stent. The stent was deployed in the proximal segment, but it elongated beyond the intended treatment area. A 6 x 150 non-medtronic stent and a 6 x 120 everflex entrust were successfully deployed to re-line the elongated stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an everflex entrust stent along with non medtronic 5fr sheath and 0.035 guide wire to treat a moderately calcified lesion in the right mid to distal sfa to popliteal with chronic total occlusion (cto-100%). The vessel diameter and lesion length are 6mm and 350mm respectively. The vessel was moderately tortuous. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was prepped per IFU. It was reported that after five spins of the deployment wheel, the wheel began free spinning and was no longer unsheathing the stent. The deployment device was then broken to expose the internal working of the deployment device and forceps were used to pull the string and force the sheathed portion of the catheter to retract. The deployed stent was deformed in vivo during deployment with 150 mm stent elongated to 300mm. An evercross balloon was used to pre dilate the lesion. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device. Two additional stents were deployed to re-line the elongated stent. There was no patient injury reported.